Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps failed to cauterize. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not visibly burnt or damaged. There was no arcing during the procedure. There was no adverse event during or after the surgical procedure, they just replaced with a new fenestrated bipolar. No fragment fell inside of the patient. Photographic images of the device(s) or a video recording of the procedure are not available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed. The instrument was placed and driven on an in-house system. The instrument was found to have thermal damage on the yaw pulley. The instrument passed the recognition and engagement tests. The grips opened and closed properly. The instrument grips were manually manipulated, and the instrument passed an electric continuity test on 3 of 3 attempts. The instrument delivered energy without any issues. The instrument moved intuitively with full range of motion in all directions.